Manufacturer narrative:
E1: patient city- (B)(6). Patient country- united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leaking at site event on 31-may-2024. The infusion set has been used for about 3 to 4 days. No further information available.